Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance >=10000 ohms. The test was repeated on the same date and system diagnostic returned impedance within normal levels. No patient adverse events were reported. No known surgical interventions were reported to date.